Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the fourth firing along the sleeve with a black reload and seam guard, only one row of staples formed on the sleeve side. Two other rows of staples did not form. The staples on the specimen side appeared fine. A new stapler was opened and fired a green reload, over sewed the staple line, performed a leak test (successful). There was a longer time under anesthesia. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one plee60a device was returned in good visual condition and with an ecr60t cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Photographic conclusion: based on the photo evidence of the subject plee60a device, unformed staples can be confirmed, however, the photos do not provide evidence relative to what may have caused the issue. Additional information was requested and the following was obtained: just for clarification, two other rows of staples did not form. Were the staples deployed but malformed? Or were the two rows missing (never deployed)? The outer row (of the cartridge) on the left/sleeve side fired and seemed to form fine. The inner two rows lifted, but did not hit the anvil pockets resulting in ¿field goal¿ form staples. The reload looks like the ¿driver was pushed off track into the left side of the reload.¿ was the patient male or female? Female. What was the patients bmi ? (B)(6). Are there photos? Yes. Will be sent in follow up email. The procedure was prolonged by how long (minutes)? 20-30 minutes. Did the post-operative care change based on the prolonged procedure? Will be monitored more closely.